Event description:
Healthcare professional reported "rupture with thorax and breast pain". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture with thorax and breast pain". This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1. Fax: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.